Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and suspected the front end board to be defective. Repairs are not yet completed and are still ongoing. A supplemental report will be submitted when pertinent information is provided.

Event description:
It was reported that during a routine check, an electrical test fails # 117 (front end a/d reference failure at power up) occurred with the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that an electrical test fails # 117 (front end a/d reference failure at power up) occurred on a cs100 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h4, h6 (type of investigation code), h10, h11. Corrected fields: d4 (version/model, catalog & UDI numbers), d1, g1. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period oct 2019 through sep 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during a routine check, an electrical test fails # 117 (front end a/d reference failure at power up) occurred with the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit, reported that when he suspected the front end board to be defective, the front end board was replaced with another one but just for testing purposes only, and the reported issue was rectified; however, the iabp generated intermittent low vacuum and system failure alarm. The fse reported that a new drive manifold is also needed to fix the issue. The fse submitted spare parts proposal to the customer, but the customer's biomedical engineer informed the fse that they do not have budget for repairing the iabp unit. It is unknown when the customer will approve the repairs for this iabp unit. If any pertinent information is received in the future, a supplemental report will be submitted.